Manufacturer narrative:
B3 - date of event updated. D4 - additional device information updated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the alarms resolved after the system controller exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system controller exchange was performed due to the patient experiencing a backup battery fault that persisted after the backup battery was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on the system controller (B)(6) was confirmed via the downloaded log files. The downloaded log files revealed a persistent backup battery fault alarm throughout the log file associated with the backup battery not passing the load test. The onset and resolution were not captured throughout the log file. The alarm did not affect pump function. The retuned system controller (B)(6) passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. Provided information revealed that the backup battery was exchanged in the past and the alarms did not resolve. Additionally provided information indicated that the system controller was exchanged on (B)(6) 2025 which resolved the alarms. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.